Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Jun 26, 2017: litigation received. Litigation alleges anxiety, symptoms of panic attack (sweating, dyspnea, rise in blood pressure), depression, insomnia, reflux, tachycardia, increasing metal ions in the blood, discomfort, and pain. Update july 18, 2017: translated claim letter received. In addition to what was previously alleged, litigation alleges patient still experiencing tenderness after revision. Litigation also alleges dizziness, angina and fainting sensation. This was updated on jul 21, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Litigation received. Litigation alleges anxiety, symptoms of panic attack (sweating, dyspnea, rise in blood pressure), depression, insomnia, reflux, tachycardia, increasing metal ions in the blood, discomfort, and pain. On (B)(6) 2017: translated claim letter received. In addition to what was previously alleged, litigation alleges patient still experiencing tenderness after revision. Litigation also alleges dizziness, angina and fainting sensation. This was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter alleges periprosthetic bone damage, restlessness, difficulty in concentrating, irritability, muscular tension, and changes in sleep pattern.